Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of over 500 mg/dl and ketones. Reportedly the customer had air bubbles around their heart. Cause for elevated bg was unknown. Customer was treated with intravenous fluids of insulin and antibiotics. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. A system check was completed and no pump issues were found. Recommendation was made to consult with a healthcare provider regarding diabetes management.